Event description:
(B)(6) - it was reported by the mda's facility staff that one of their clients while using the brand new and out of the box 9781 I-fit shower chair it allegedly collapsed, resulting in a patient fall. There was no injury reported.